Event description:
05/22/97 received information from physician that a patient had broken screws post-op. 06/13/97 spoke with sales rep who contacted physician and was informed of 7.75mm screws that broke in a pt who was implanted with titanium vsp. None of the implants have been explanted at this time. 06/18/97 sales rep received additional information obtained from physician and from the pt's chart. On 09/18/96, the pt was instrumented from l4,5 to s1 due to mild scoliosis and ddd. On february 1st 1997, during a routine follow-up visit, x-rays taken showed that two screws at s1 were broken (in the cancellous threaded portion of the screw). The patient had fusion at l4,5. The pt was experiencing some pain which had not progressed. The physician performed removal of the broken screws at s1 and reinstrumented at l5,s1 on 06/18/97.